Event description:
It was reported that the 9800 system was over the nevada state regulation. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The high level fluoro was turned off during the service call. The system was tested, and found to be working as intended, and put back into service.